Event description:
It was reported that pts with a history of humeral nonunions were treated with rhbmp-2. After adequate bone preparation and reduction, locking plates were applied. Minimal contouring was needed. Six to eight cortices were used on either side on the nonunion site. Ten months post implant, a pt developed partial radial palsy. The radial nerve palsy was resolved and union was achieved ten months post implant. No further data was available for the pt.

Manufacturer narrative:
Patient code: 1982 - labeled yes. Literature citation: crawford et al. Atrophic nonunion of humeral diaphysis treated with locking plate and recombinant bone morphogenetic protein: nine cases. The american journal of orthopedics, 2009; 38(11): 567-570. A review of the device history records is not possible without add'l device info. Neither the device nor imaging films were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.